Event description:
New information notes that during device change out for normal eri, the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.